Event description:
It has been reported that the patient's dash personal diabetes manager (pdm) shuts down 2¿4 times a day and overheats. A replacement device has been sent.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res# 90987 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.